Manufacturer narrative:
A recall of affected devices will be conducted under r-2025-05.

Event description:
When assembling the modular tibia, it was found that the tibial component had been delivered with two incorrect, uncoated security screws. This was detected prior to implantation, so the second unused coated screw from the femoral component was used instead. [Customer]

Event description:
When assembling the modular tibia, it was found that the tibial component had been delivered with two incorrect, uncoated security screws. This was detected prior to implantation, so the second unused coated screw from the femoral component was used instead. [Customer].

Manufacturer narrative:
A recall of affected devices will be conducted under r-2025-05. This is the final supplemental report, the complaint is closed.